Event description:
It was reported that during a stenting treatment procedure, a filter tear occurred. The over 95% stenosed and 10mm long target lesion was located in the non tortuous bifurcation between the external and internal carotid arteries. The internal carotid had a reference vessel diameter of 4mm and the common carotid had a reference vessel diameter of 5.8mm. The 190cm filterwire ez embolic protection system was able to be prepped without difficulty and was advanced and deployed in the target vessel. The lesion was predilated and a 8x21mm carotid wallstent was successfully deployed followed by post dilation. The stent was reported to be fully apposed and the filter retrieval sheath was advanced without difficulty. The filter was drawn into the retrieval sheath without resistance. While removing the device, the filter was caught on the distal edge of the carotid wallstent, but was able to be successfully removed. Once removed, it was noted that the filter loop was "slightly" out but was not in a full open loop state and the filter was torn. Ivus confirmed that no part of the device dislodged or embolized inside the patient. There was no emboli in the filter. There were no reported issues with the carotid wallstent. The procedure was closed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).